Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device cracked on the top case, right plunger case, and battery door. A review of the event history log found a motor rate error. Occlusion testing was able to replicate the motor rate error. The cause was due to the normal wear of the main board. It was indicated the pump was over 10 years old. Based on the evidence, the root cause was attributed to normal wear of the device.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor error during preventative maintenance.